Event description:
A customer contacted beckman coulter, inc. (Bci) regarding several total bhcg (tbhcg) results generated by the unicel dxi 800 access immunoassay system that did not match the clinical gestational picture of the patients. An initial tbhcg result of 68u/l was reported out of the lab for patient a. Two samples from patient b were tested for tbhcg and results of 591u/l and 497u/l were reported out of the lab. A few days later, both patient samples were re-tested on a different instrument in the customer's lab and tbhcg results were discrepant to the initial results. After servicing the instrument, the customer re-run samples of both patients on the dxi 800 analyzer and higher results were obtained comparing to the initial values. Per customer, there was no injury or change in treatment attributed to this event.

Manufacturer narrative:
Customer runs qc three times daily. Qc run before noon in 2008 passed. Qc run again at approx 1:00pm failed all there levels of qc. All system checks run up to four days prior, passed. Customer did not run system checks for three days. When qc failed the following day, customer performed a system check and it failed all parameters. Customer disassembled the peristaltic pump and found that two of the peri-tubing were flattened and kinked, and one peri-tubing was flattened and perforated. Customer replaced all peri-tubing, and then repeat the system check and qc, and all results passed. Customer re-tested all tbhcg samples from october and the erroneous results were only generated for the three samples. Customer called bci call center and requested a supply of peri-tubing and priority replacement of their peristaltic pump assemblies. Tbhcg results obtained in this event are unlikely to be the basis to initiate or withhold treatment. However, the hardware failures may have affected other pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.